Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she was trying to give herself a bolus and the up/down buttons were causing the numbers to cycle up and down. Customer stated that the keys were not responding. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, the device had corroded keypad traces. No unexpected numbers ramping during testing. The device also had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.